Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) parameters, parity errors noted. Consistent with radiation therapy. Device was not returned, but diagnostic information is consistent with reported event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. The device is part of the advisory for this model.

Event description:
It was reported that the patient's last two carelink transmissions show power on reset and incorrect dates. The transmissions were done following the patient's last radiation treatment. Patient information and date on pacemaker were reprogrammed. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient's last two carelink transmissions show power on reset and incorrect dates. The transmissions were done following the patient's last radiation treatment. Patient information and date on pacemaker were reprogrammed. The device is still in use. No patient complications have been reported as a result of this event.